Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons ever sticky or non-responsive, motor error, scratches on screen that affect the ability to read and prime and rewind anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump had battery cap damaged and unexplained no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomaly, no excessive no delivery/occlusion, motor error alarm and missing segment or partial display due to no button response. No button error alarm during testing. The motor was tested outside of the device and passed. No unexpected display screen anomalies noted. Device received with stripped battery cap coin slot and cracked battery tube threads. (B)(4).